Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was a dysfunction in the patient's implant that lead to a replacement. No patient symptoms were reported. No further complications were reported or anticipated with this event.